Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl(300 mcg/ml, 149.26 mcg/day) and bupivacaine (14.926 mg/day,30 mg/ml) via an implantable infusion pump for the treatment of spinal pain. It was reported that motor stall occurred on (B)(6) 2018 at 11:23 and stopped pump period may exceed tube set on (B)(6) 2018. The patient had an magnetic resonance imaging(MRI) maybe 1-2 weeks prior to the time of the report. The specific date the patient had the MRI was unknown. No motor stall recovery occurred and it have been more than two hours since the patient existed the MRI field. The motor stall was still active after re-interrogation. No symptom was reported. No further complication was reported.

Manufacturer narrative:
Correction was made to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl(300 mcg/ml, 149.26 mcg/day) and bupivacaine (14.926 mg/day,30 mg/ml) via an implantable infusion pump for the treatment of spinal pain. It was reported that motor stall occurred on (B)(6) 2018 at 11:23 and stopped pump period may exceed tube set on (B)(6) 2018. The patient had an magnetic resonance imaging(MRI) maybe 1-2 weeks prior to the time of the report. The specific date the patient had the MRI was unknown. No motor stall recovery occurred and it have been more than two hours since the patient exited the MRI field. The motor stall was still active after re-interrogation. The patient was thinking about weaning off the pump and would discuss it with the hcp. No symptom was reported. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.